Event description:
The main or purchased 20 new 1288 laparoscopic cameras from stryker nine months ago. Since that purchase, the or equipment coordinator has had 4 couplers, part of the camera, display what appears to be a breakdown of the glue holding the glass window in place. This breakdown has caused a variety of issues including: chips in the glass, scratches in the metal, and fluid invasion. The coordinator notes that no patients have been harmed, but a potential for patient harm exists. The device is en route to manaufacturer for examination.